Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (320 mg/dl). Customer alleged the pump was not delivering insulin as intended. Customer declined troubleshooting with tandem technical support. Reportedly, the customer had manual injections as alternate insulin therapy.